Manufacturer narrative:
Evaluation summary: one device was received for evaluation. An inflation/deflation test was performed. 25cc of air was applied to the cuff using a syringe and it was observed the cuff deflated immediately. A visual inspection was performed and it was observed the cuff presents a small cut. The reported condition was confirmed. The instructions for use (IFU) state ¿do not overinflate the cuff. Ordinarily, the cuff pressure should not exceed 25 cmh20. Overinflation can result in tracheal damage, rupture of the cuff with subsequent deflation, or in cuff distortion which may lead to airway blockage. Various bony anatomical structures (e.g., teeth, turbinates) within the airway or any intubation tools with sharp surfaces might jeopardize cuff integrity.¿ 100% inflation/deflation is performed for all taperguard products prior to release of the product which would detect such a reported issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device's balloon was broke during use. There was no patient injury.